Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/26/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows the pump was suspended on (B)(4) 2013 at 17:11 and deliveries were not resumed. A rewind, load, and prime sequence was performed with no issues. The returned cartridge cap fastens to the pump securely. There was no contamination observed inside the cartridge compartment. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. A normal 10unit bolus and a 10unit audio bolus were successfully performed and both were correctly recorded in the pump history. The force sensor calibration was found to be within specifications. The pump cover was removed and there was no internal damage observed. The complaint could not be confirmed or duplicated on investigation.

Event description:
On (B)(6) 2013, the reporter, the patient's mother, contacted animas and alleged the following: about two weeks ago, cartridges started leaking inside of the cartridge compartment. She has changed out the cartridge from 4 separate boxes, two different lot numbers, and she continues to have this issue. Mom says this occurs after the cartridge is changed and patient is connected to insertion site. Mom states that she has changed cartridges with two having the same lot number and expiration date. She confirms luer lock and caps are secured in place on pump. Mom alleges that this issue is related to an elevation in the patient's blood glucose (bg) levels. Her daughter's bg levels reached mid 300's mg/dl with symptoms of blurred vision, headaches, and irritability. Patient received correction boluses and mom ultimately discontinued pump therapy for patient. Mom denies any issues with insertion site and states that the pump should be replaced. Mom says that this has been going on denies any recent trauma or damage to the pump, or any moisture ingress. Patient wears pump clipped to bra. Patient does not use any protective accessories. The pump is wipe off with an alcohol wipe: the pump user guide specifically instructs the patient that "under no circumstances" should you use an alcohol wipe or skin prep to clean your pump. Patient is currently using alternate method of delivery and has discontinued pump therapy. The bg excursion does not meet the criteria of an adverse event. This complaint is being reported because the alleged pump malfunction was not resolved during troubleshooting.